Event description:
Boston scientific received information that at a normal follow up, this lead displayed muscle stimulation, decreased impedances, and loss of capture due to high thresholds. Reprogramming the lead to a bipolar configuration resolved the issue. After reprogramming, ongoing issues were noted, and the lead was eventually explanted and replaced. At the replacement procedure, insulation damage was noted which was suspected to be the root cause of the issue. No adverse patient effects were reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at 17.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.